Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that while attempting to deliver a bolus, the pump would stop delivering after a few units were delivered. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed partial bolus deliveries due to an occlusion alarm with high force. An ezprime sequence was successfully completed and the pump was exercised for 24hr duration test with no alarms occurring. A 10u audio and a 10u normal bolus were performed successfully and both were accurately recorded in the pump history; no alarms were duplicated. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.